Event description:
Event description guidant received information that this pacemaker could not be interrogated. The device was checked several months ago and had a magnet rate of 100ppm. The longevity remaining was greater than one year. The device has been implanted over four years.